Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Explant date - (B)(6) 2010 (exact date unk). This report filed (B)(4), 2011.

Event description:
Pt underwent primary hip procedure on (B)(6), 2008. Revision procedure was performed in the (B)(6) of 2010 due to persistent pain. No further complications have been reported.